Manufacturer narrative:
Corrections and or additional information has been added to the following sections d1, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 18-nov-2022 to 17-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a failed drawer. A field service engineer replaced the rear controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system had a failed drawer, preventing user from accessing medication. The customer stated that there they were able to access medication from other station and no pro long delay in workflow. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that the pyxis medstation es system had a failed drawer, preventing user from accessing medication. The customer stated that there they were able to access medication from other station and no pro long delay in workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer failure was due to bad controller board. A field service engineer replaced controller board to resolve the issue. The system functioned as intended.